Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, the impedance on the atrial pacing lead was beyond the expected upper range, the impedance trend on the atrial pacing lead was variable. Atrial pacing capture threshold was elevated, and atrial undersensing information.

Event description:
It was reported that during use the atrial lead exhibited gradual rise and high impedance to which a warning triggered. It was also reported that the atrial lead exhibited varying impedance, high thresholds, and noise. Diagnostic testing and troubleshooting was performed but the abnormal impedance did not improve. Noise was not replicated via isometric movement. The atrial lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.